Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump insulin on board total units did not equal the bolus given. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): during investigation, the pump was programmed for ez-carb bolus and ez-bg bolus and the pump was found to be operating within required specifications and delivering insulin accurately.